Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and noise on the right ventricular (rv) lead. "Mirror image" noise and oversensing was also noted on the atrial channel on the right atrial (ra) lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.